Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 1020279-2019-00512. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.

Event description:
It was reported that dr. Performed a left knee replacement on his patient on the (B)(6) 2018. She complained of persistent pain and stiffness and dr. Diagnosed her with severe arthrofibrosis. He took her back to theatre on (B)(6) 2019 and revised the femoral component to one size smaller and exchanged the insert. No more information shown.